Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 49 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event, as the customer was unable to enter auto mode. Troubleshooting was not completed as the customer declined. The customer was having sensor alarms and got an insulin flow blocked alarm. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.